Manufacturer narrative:
Eval summary: one sample was returned for eval. During testing of the returned sample, the product was found to leak at the top of the drip chamber subassembly. Visual examination of the leaking area observed delaminating at the drip chamber cap bonding joint. The defect observed is consistent with uneven solvent application. A visual aid was since implemented to heighten awareness of the reported issue during the manufacturing process.

Event description:
Fluid warming infusion sets reported a leak at the drip chamber where blood was infused to a pt. No pt injury or adverse event was reported.